Event description:
The manufacturer received information alleging a ventilator's ac power cord had an open condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac power cord was replaced to address the issue.